Manufacturer narrative:
Product ID 3093-28, lot# v470212, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a urinary tract infection. It was noted, the patient also had pain and burning with urination. It was reported, the patient was prescribed cipro for ten days. It was noted, the patient¿s symptoms resolved without sequelae on 2012 (B)(6).